Manufacturer narrative:
The device was returned to resmed. Evaluation could not confirm or reproduce the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not charge its internal battery. There was no harm or injury as a result of the incident.